Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The allegations of perforation, hematuria, erosion and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced erosion, chronic discomfort in the perineal area and blood in the urine. It was also reported that the patient had experienced cognitive decline, and as a result, was unable to successfully use the device. During a revision surgery, the physician confirmed via cystoscopy that the cuff had eroded and perforated into the urethra. The physician suspected that the original cuff had been too tight. All components were removed, and no replacement was provided. There were no further patient complications.